Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the rear therapy electrodes. Patient described the rash as red and oozing. There was no alleged device malfunction contributing to the irritation. The patient contacted his physician regarding the skin irritation, but there is no indication that the patients doctor made any recommendations.